Event description:
It was reported head was removed and a head with a longer neck was implanted.

Manufacturer narrative:
Other device used: durom acetabular component 52/46 code l, ref; 0100214052, lot: 2357659. This report will be amended when our investigation is complete.